Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot number 73l1400537 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a clip was loaded on the applier and inserted through a 5mm port. Prior to application, the clip dropped into the abdominal cavity. The surgeon retrieved half of the clip. The patient's condition was reported as fine.